Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for recurrent mitral regurgitation and tissue damage, requiring intervention. It was reported that this was a mitraclip procedure, performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip, and xtr clip, was implanted and the mr was reduced to <1. On (B)(6) 2019, the patient underwent a second mitraclip procedure. It was noted that the clip was well attached to both leaflets; however, the mr had increased to grade 4. A leaflet flail was noted, medial to the implanted clip. One additional clip, an ntr clip, was implanted and the mr was reduced to grace 1-2. There was no clinically significant delay. No additional information was provided.